Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was achieved in the common femoral artery using a starclose se device. Reportedly, although resistance was encountered during thumb advancer/exchange sheath splitting distal deployment was fully completed. During device removal tension was felt and the device required counter-traction with an assertive pull for removal. The starclose se device clip deployed and achieved hemostasis. When the device was removed, the exchange sheath appeared to be shredded. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4) - reported against resistance. The customer reported that although resistance was encountered during thumb advancer/exchange sheath splitting distal deployment was fully completed. The starclose se instructions for use state under closure procedure to keep the shaft of the device straight while advancing the thumb advancer. Do not advance the thumb advancer against excessive force. If excessive force is experienced while advancing the thumb advancer, it may potentially cause a problem with the collapse of the vessel locator wings. If excessive force is met during advancement of the thumb advancer, the device should be removed following the following steps: retract the thumb advancer back to the start arrow to lessen any interaction with the shaft. Slide the safety release button. Remove the device.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported resistance encountered. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on a review of the available information, no product deficiency was identified. Reportedly, although resistance was encountered during thumb advancer/exchange sheath splitting distal deployment was fully completed. The starclose se instructions for use state do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.